Event description:
On 16/jun/2023, fresenius became aware this 27-year-old female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2023. The patient reportedly felt ¿sick¿ during treatment and fell to the ground. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2023 after falling during ccpd therapy. The patient was reportedly checking her blood sugar when the glucometer registered a low result (value not provided), and she fell to the ground sustaining a bruise on her back. Upon admission the patient was diagnosed with a urinary tract infection (uti) and sepsis. Although the specifics regarding the patient¿s hospitalization are limited, the patient required insulin adjustment, and has recovered from the serious adverse events (discharge date not provided). Per the pdrn, the serious adverse events were unrelated to a fresenius product(s) and/or device(s). The pdrn reported that the patient¿s blood pressure and blood sugar are known to change rapidly, causing hypotension and hypoglycemia. The liberty select cycler was replaced due to possible physical damage encountered during the fall.

Manufacturer narrative:
Correction: h10 plant investigation plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed top cover damaged on rear side. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A pre-accelerated stress test simulated treatment was performed without any failures or problems. Mushroom head check passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon conclusion, a usage problem was identified, and the cause was traced to user and was selected because of damage to the top cover.

Event description:
On 16/jun/2023, fresenius became aware this 27-year-old female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2023. The patient reportedly felt ¿sick¿ during treatment and fell to the ground. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2023 after falling during ccpd therapy. The patient was reportedly checking her blood sugar when the glucometer registered a low result (value not provided), and she fell to the ground sustaining a bruise on her back. Upon admission the patient was diagnosed with a urinary tract infection (uti) and sepsis. Although the specifics regarding the patient¿s hospitalization are limited, the patient required insulin adjustment, and has recovered from the serious adverse events (discharge date not provided). Per the pdrn, the serious adverse events were unrelated to a fresenius product(s) and/or device(s). The pdrn reported that the patient¿s blood pressure and blood sugar are known to change rapidly, causing hypotension and hypoglycemia. The liberty select cycler was replaced due to possible physical damage encountered during the fall.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed top cover damaged on rear side. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A pre-accelerated stress test simulated treatment was performed without any failures or problems. Mushroom head check passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the leak event is confirmed due to the presence dried fluid within the device, which is indicative of fluid contact. Upon conclusion, a usage problem was identified, and the cause was traced to user and was selected because of damage to the top cover.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: based on the available information, the patient¿s liberty select cycler is disassociated from serious adverse events. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred warranting further investigation. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet user expectations or manufacturer specifications.

Event description:
On (B)(6) 2023, fresenius became aware this 27-year-old female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2023. The patient reportedly felt ¿sick¿ during treatment and fell to the ground. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2023 after falling during ccpd therapy. The patient was reportedly checking her blood sugar when the glucometer registered a low result (value not provided), and she fell to the ground sustaining a bruise on her back. Upon admission the patient was diagnosed with a urinary tract infection (uti) and sepsis. Although the specifics regarding the patient¿s hospitalization are limited, the patient required insulin adjustment, and has recovered from the serious adverse events (discharge date not provided). Per the pdrn, the serious adverse events were unrelated to a fresenius product(s) and/or device(s). The pdrn reported that the patient¿s blood pressure and blood sugar are known to change rapidly, causing hypotension and hypoglycemia. The liberty select cycler was replaced due to possible physical damage encountered during the fall.